Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 06/12/2023, the following additional information was obtained: the instrument was inspected prior to use. The damage was first observed when the instrument was removed at the end of the procedure. No arcing was observed during the procedure. The procedure was completed with the same instrument. The issue was noted post-surgery, so no surgical task was being performed. The instrument was intact but there was a crack after using the generator. An image was provided, pointing to a crack in the instrument tip. The customer confirmed no fragments fell inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material or due to experiencing any post-surgical complications as a result of an arcing event. There was no injury to the patient. The instrument tip did not touch any staples, clips or sutures while energized. Review of the provided image showed the instrument jaws opened to about 180 degrees and the customer indicating damage to the pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and failure analysis found the primary failure of instrument bipolar yaw pulley thermal damage between grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, the instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have exposed electrode on one of the base of the bipolar forceps grip. The unit passed electrical continuity test. No sign of damage on the conductor wire. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .094¿ - .234¿ in length and were not aligned with the tube axis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an assisted da-vinci surgical procedure, the 8mm fenestrated bipolar forceps instrument had a burn on the white part. The procedure was completed with no reported injury.